Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recu2417 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector of the PICC was detached without being driven by the patient.